Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home on (B)(6) 2021. The customer was hospitalized on an unknown date. The cause of death was heart failure. The customer's blood glucose was 21 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was using sensor. It was unknown whether the customer was using auto mode feature at the time of event. The caller stated that the insulin pump was keeping on delivering insulin when sensor glucose was low. It was unknown whether the caller will returned the insulin pump for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Cause of death was low blood glucose. Customer was not hospitalized.